Event description:
It was reported that during an unknown procedure, the device pad fell down and cannot rotate. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the tissue pad melt? (See pictures below which shows the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) or did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Manufacturer narrative:
(B)(4). New information received: tissue pad is melted not detached. File is not reportable.